Event description:
It was reported via repair work order that the scale was not functional as it was out of calibration. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.